Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to corrupt software on the digital pcb assembly. The device was able to charge and shock for defibrillation. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device logged a non-critical event code. Upon evaluation of the customer's device, physio-control observed that the customer¿s device lcd display illuminated but was blank. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.